Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they got in a car accident (B)(6) of last year since then patient was having complications such as the leads shifted. Patient mentioned they were going to a healthcare provider (hcp) in (B)(6) to have their leads redone and replaced on (B)(6).

Event description:
Additional information received from the consumer via the manufacture representative reported that they had a lead migration and loss of therapy. The device was revised on (B)(6) 2024. The physician revised the lead placement to optimize stimulation coverage. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.